Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient sta ted that about two weeks ago their healthcare professional (hcp) burnt their nerves on the left side of their neck and ever since then the patient has had no stimulation or pain control from the center of their back to their head. It is working well in their legs and center/mid body, but from mid back to their head they are in pain all of the time. The patient tried increasing to 10.5 volts but did not feel any change. The patient was redirected to follow up with their hcp to check the implant. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) regarding the patient. It was reported that there was no correlation between the procedure alone and the stimulation not working effectively. The hcp reported that a rep met with the patient at the office and reprogrammed the stimulation which resolved the issue. The hcp stated that the patient's weight at the time of the event was (B)(6). No further complications were reported.